Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for an elevated blood glucose (bg) level of 300 (mg/dl). While in the ER, customer was treated with intravenous saline and insulin. Customer's bg levels returned to target and the customer was released.